Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected all tip and plunger clamps. The fe observed the black sleeve in position 6 stuck in the up position. The fe removed the black sleeve in position 6 and cleaned the post and black sleeve. The fe tested the lld with splld test. The fe tested the summit with oas user software test. All tests passed. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).